Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 147 mg/dl. The customer stated that the pump pushed itself off when he pressed a button. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer mentioned the battery in use is aaa alkaline battery. The customer stated that the battery cap is slanting a bit to the right. The customer was unable to fully troubleshoot.